Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip broke off of the driver. The tip was retrieved from the patient. There is no report of patient symptoms or complications reported as a result.

Manufacturer narrative:
Visual inspection confirms the distal male hexalobe tip has sheared off. The mis polyaxial screwdriver, navigation has a cannulated shaft with a hexalobe tip on the distal end and is used for inserting screws into the pedicle. It is likely excessive force was applied to the screwdriver causing the tip to shear off. The lot had two non-conformances related to the ¼" square addressed under ncmr-008852: 1) 24.14±0.12mm measured 26.32-26.339mm. 2) r2±0.07 measured 2.097 to 2.176mm. The non-conformances were related to the proximal tip which is not related to this failure mode. The device was deemed use as is as the nonconformance had no impact on existing inputs and does not affect the fit or function of the device. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.